Event description:
The user is reporting that during a patient use event, the device did not deliver a shock when the device displayed a shockable rhythm and the shock button was pressed twice. Another defibrillator was used and a shock was delivered.